Event description:
Ventricular catheter became exposed, causing the shunt to not function properly. Upon shunt revision , the surgeon discovered that the peritoneal catheter had fed back up through the body, and was restng in the head.